Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the clinic following a vibratory alert from the device. The device was interrogated and noted to be in backup mode. The event was resolved with a firmware download and the patient was stable with no consequences.